Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range pace impedance of greater than 2,000 ohms. This product remains in service. No adverse patient effects were reported.